Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that the expressew iii ac+ gun device did not fire. Another like device was used to complete the procedure. There were no patient consequences nor surgical delay reported. No additional information was provided.